Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. Additionally, it was reported that the patient was discharged from the hospital on 10/02/2025 and was feeling fine aet the time of the follow up report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient began feeling dizzy and unwell. Her cgm was reading 264 mg/dl. No bg meter comparison value was taken. The patient was wearing an omnipod insulin pump. The patient self-treated with 21 units of insulin per routine diabetes management. The patient then rested and upon waking, her cgm was found to be in a sensor error state (captured in this complaint). The patient continued to feel dizzy, fatigued, and tired. The patient waited throughout the day to her cgm values to return but they never did. Again, no bg meter values were taken. On the following day, the patient¿s sensor failed. The patient was still feeling unwell so she then went to the emergency room (ER). At the ER, the patient¿s bg level was 750 mg/dl. The patient was treated with IV fluids. The patient was discharged after 5 days on (B)(6) 2025. The patient was feeling "fine" at the time of follow-up. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient began feeling dizzy and unwell. Her cgm was reading 264 mg/dl. No bg meter comparison value was taken. The patient was wearing an omnipod insulin pump. The patient self-treated with 21 units of insulin per routine diabetes management. The patient then rested and upon waking, her cgm was found to be in a sensor error state. The patient continued to feel dizzy, fatigued, and tired. The patient waited throughout the day to her cgm values to return but they never did. Again, no bg meter values were taken. On the following day, the patient¿s sensor failed. The patient was still feeling unwell so she then went to the emergency room (ER). At the ER, the patient¿s bg level was 750 mg/dl. The patient was treated with IV fluids. The patient was recovering but still hospitalized at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.